Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the device alarmed no delivery alarms during prime due to the infusion set. Customer's blood glucose was 75 mg/dl. During troubleshooting, insulin did not exit with manual prime. Customer mentioned there was greater than normal resistance with the plunger push. Customer was advised to change the entire set. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.